Event description:
The department manager claims that the patient was using a call bell / tv pendant and pulled it across their lead wires. At the same time, the patient claimed that they felt a shock. According to the physiological monitor the patient was hooked up to, they had a run of v tach. There were no cardiac rescue attempts to their knowledge. They did find that a lead wire had broken off close to the electrode snap. The lead wire was replaced, the pendant was sent to engineering.